Event description:
It was reported that during an acl reconstruction surgery, fixed the tibia end, when twisted in, the point of the screw broke. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.